Event description:
It was reported that upon interrogation an alert that diagnostics were invalid was displayed. The diagnostics were cleared; the patient was scheduled to return for follow up in one month.